Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "history of seroma". And "concern for rupture and capsular contracture". Healthcare professional reported, capsular contracture, baker grade IV. The device has been explanted.